Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report received form the USA stated the cutter could not be inserted into the device. The device was not being used in during surgery. It is unk if pt or user injury was reported. No additional information was provided.